Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient had sharp edges that irritated the tongue even after trying to file them down some. The bottom aligner on left inside does not go to gum and sticks out some from the teeth on the inside of the back (on molars). It was very difficult to get both sides of the back on the first few nights of this set (set 3).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.